Event description:
Customer's wife reported that the numbers began to scroll on the insulin pump display during a bolus. The blood glucose reading was 104 mg/dl. She also reported that the keypad was unresponsive. The insulin pump also alarmed for the battery after inserting a new battery. The insulin pump had been stored or out of use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump passed the self test, the restart error test, and the displacement test. No unexpected restarting or restart error alarm was noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.